Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the instruments. Here we found that the thread at the tip of the fj911r is nearly completely ripped off. Next we investigated the hex screwdriver. Here we found that the hexagon of both screwdrivers is proper without obvious wear. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the thread of the complained locking assistant is completely ripped off. The root cause for the problem is most likely caused by cross threading or to high force during usage. A manufacturing error or material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
(B)(6). One abc plate and four abc screws (all self locking fj933t) were used anterior cervical fixation. For one of the screws, self locking mechanism did not function. So the surgeon replaced this screw (fj933t 52309184) with a brand new one. (First replacement). However the second one did not lock itself. Again he replaced this screw with a brand new fj942 51349402. (Second replacement). The fj942 did not lock itself. This time again, he replaced this one with fj942 51349402. (This replacement) finally this screw locked itself all right, and the procedure was finished. Post-operative x-ray images showed no problem. Due to this intra-operative replacement of screws, there was most likely extended operation times of at least 15 minutes. The self locking mechanism of these failed screws needs to be examined for their functionality. According to the sales rep's report, it took sequence of screw removal, screw re-insertion and checking of the screw position under x-ray, which took approx. 15 minutes of extended surgical time. The patient hazard is extended surgical time as a result of screw replacement due to the three failed screw. X-ray imaging is a usual procedure for checking the screw position. All med watch submissions related to this report are: 9610612-2017-00628, 9610612-2017-00629 (x2).